Event description:
It was reported that on (B)(6) 2025, a 28mm seguin semi-rigid saddle ring was chosen for a mitral valve plasty procedure. During procedure, after suturing the ring, a water test revealed regurgitation around the p2¿p3 region. Although the sutures were securely tied, the regurgitation persisted. Various corrective measures were attempted, but the situation did not improve. Therefore, the ring was temporarily removed. Since the original mitral regurgitation was not of a particularly severe grade, the procedure was ultimately completed without reimplanting the annuloplasty ring. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that a water test revealed regurgitation after suturing the ring. Although the sutures were securely tied, the regurgitation persisted. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.